Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: keeping the syringe vertically aligned with the cartridge, and the needle inside the fill port, pull back on the plunger until it is fully retracted. This will remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the last two cartridge changes, the customer noticed air in the cartridge tubing and infusion set tubing. Reportedly, the customer did not remove the air from the cartridge prior to filling the cartridge with insulin. There was no impact to the customer's blood glucose level. Reportedly, the customer primed tubing to successfully remove the air.